Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the community clinic on (B)(6) 2025 for hyperglycemia. The patient's blood glucose levels reached above 300 mg/dl. The patient was treated with intravenous fluids and 9 units of insulin (novorapid). The patient was released after 4 hours.